Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Sections were left blank as the customer's age, gender and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that there was communication problem with the customer's contour next link 2.4 meter and the connected insulin pump. It was reported that the meter gave a message that the insulin bolus was not sent, however the pump did deliver an insulin bolus. There was no allegation of adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. Upon in-house investigation, it was found that the returned meter was connected to the insulin pump and was set to "never" send results to the pump. The meter successfully connected and sent bolus to a reference insulin pump. The results also transferred to a reference pump with the meter at the maximum distance of 6 feet away from the pump. When the pump was busy with other task, an attempt was made to send a bolus to the pump, and following error message was displayed on the meter, "bolus was not sent. Make sure pump is on home screen". Multiple errors such as, e30 - check pump for status of bolus delivery, e32 - bolus was not sent. Check pump for status, and e34 - bolus was not sent were found on the meter error log.